Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 05/02/2011. An actual sample was returned for evaluation. A visual inspection of the sample revealed the male luer lock adapter was cracked. The reported condition is confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Also, a supplier corrective action report (scar) notification has been sent to the supplier of the male luer lock in regards to this cracked/broken condition.

Event description:
The customer reported to baxter a 60" high flow rate extension set in which the male luer lock at the end of the tubing cracked. It is unknown when this condition occurred. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.